Event description:
It was reported that the patient with this electrode presented to follow-up after having experienced an inappropriate shock. Review of the episode noted oversensing noise. The physician suspected the electrode was fractured; however, this was not confirmed via x-ray. Additional information provided from the field indicated that the shock impedance values were reported to be high (142 ohms) and the r-wave amplitude morphology measurements were not acceptable in the primary vector. Surgical intervention was performed, and the system was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the patient with this electrode presented to follow-up after having experienced an inappropriate shock. Review of the episode noted oversensing noise. The physician suspected the electrode was fractured; however, this was not confirmed via x-ray. Additional information provided from the field indicated that the shock impedance values were reported to be high (142 ohms) and the r-wave amplitude morphology measurements were not acceptable in the primary vector. Surgical intervention was performed, and the system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 5.0 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.